Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported that the patient had significant bleeding/oozing at blue hub and noticed it was on the skin. The sterile sleeve was not locked. Echo was performed and showed it be 2.5cm. Continuous suction alarms persisted while holding pressure. The patient became diaphoretic and hypotensive. The patient was taken back to lab for pump removal due to vascular complication. At removal, two perclose were deployed, manual pressure was held for 30min and fem-stop was applied. An intra-aortic balloon pump was placed on left side. The patients systolic blood pressure was in the 40s. The patient was started on pressors and taken back to critical care unit.